Manufacturer narrative:
Full PMA number p850022/s017. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three for the same event; reference reports 0002242816-2017-00031 and 0002242816-2017-00032.

Event description:
The patient reported she developed a rash. The rash developed blisters, her skin became raw and bled and the rash has spread all over her body. She saw a dermatologist on (B)(6) 2017 who prescribed prednisone to take orally and triamcinolone cream. She also stated she did not have an issue using the lt 4500 electrodes in the past.